Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit failed the ventilator leak test before use on a patient and that they found a pinhole in the dryline.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was visually inspected. Results: visual inspection revealed a hole about 2 cm from the connector in the returned dryline tube. A lot check revealed no other complaints for the lot number provided. Conclusion: it was identified that damage to the rt340 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4)..